Manufacturer narrative:
Follow-up #1: date of submission 12/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: a review of the black box indicated that the data from the reported date (B)(6) 2016 was overwritten due to continued pump use. The pump was delivering the programmed basal rate until (B)(6) 2016 at 7:34 pm with no evidence of a power interruption. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test battery cap secured properly to the pump. The pump powered on normally and successfully completed ez-prime steps and 24 hour testing with no power interruptions occurring. The pump cover was removed and no defects were found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display lens had a crack along the bottom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.